Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed intermittent oversensing of noise on the right ventricular lead resulting in pacing inhibition. The patient is not pacemaker dependent. No patient symptoms were reported. The physician elected to take no action at this time. The patient would continue to be monitored.